Event description:
The hosp director of surgical services reported that biological transmission of methicillin resistant staphylococcus aureus (an antibiotic resistant staphylococcus aureus infection) was initiated from a previous pt who reportedly had a methicillin resistant staphylococcus aureus infection. The contamination of the second pt occurred two weeks after the bronchofiberscope had been reprocessed in the steris system. The second pt has since expired. According to the director of surgical services, the cause of death was due to multisystem failure and not the methicillin resistant staphylococcus aureus infection. However, a specimen taken from the second pt was found to contain methicillin resistant staphylococcus aureus bacteria.